Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has fainting episodes and believes it is related to the vns. The patient states that medicaid denied the removal of the vns since there is not documentation proving that the vns is the once causing the fainting. The fainting was described as not new and he has had 50 episodes in the last 5 years. Also the patient keeps saying the fainting is due to the vns, but per the pa¿s account, the time frames don't make sense. The pa states the device is perfect and nothing is wrong with it. Pa reports that the patient is very aggressive and difficult to talk to, but convinced him to return to the office to check the device is completely off. No additional relevant information has been received to date.

Event description:
Information was received that there is no indication that the neurologist believes the fainting is vns related.